Event description:
Customer reported a malfunction alarm with the code "malf 3" but did not experience any notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced as it was under warranty. Customer was instructed on how to store the faulty pump and agreed to return it using a pre-paid label within 10 days. In the meantime, customer was to use a backup insulin pump to ensure continuous insulin delivery.